Event description:
The lens was implanted 9/1998. The pt post-op visual acuity was 20/20. Presumed lens calcification was noticed in 2002 however no impact on the pt visual acuity. The lens remains implanted.